Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported that during placement of the PICC catheter, the customer opened the mst and found that the tip of the vascular sheath was ruptured, unable to be inserted properly. Another new mst was opened for placement of the catheter. The patient did not experience any symptoms. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split microintroducer sheath was confirmed but the exact cause remains unknown. One 4.5 fr x 5 cm microez microintroducer was returned for evaluation. One photo sample of a microintroducer was also provided and the condition of the sheath corresponded with the returned physical sample. The shaft was observed to be curved and the dilator contained a sharp bend. Blood residue and evidence of use was noted. Microscopic inspection of the distal end of the sheath revealed a longitudinal split. The split edges were observed to be slightly uneven. Fibers of the grey sheath material were still attached between the two edges throughout the length of the split. No apparent issues with the sheath tip taper were noted. The presence of the curved dilator sheath and damage to the sheath suggest that a difficult insertion may have been experienced. Based on the information provided, possible contributing factors include steep insertion angle, advancement against resistance, and damage to material prior to use. Since a split in the sheath was found on the device, the complaint is confirmed but the exact contributing factors remain unknown.

Event description:
It was reported that during placement of the PICC catheter, the customer opened the mst and found that the tip of the vascular sheath was ruptured, unable to be inserted properly. Another new mst was opened for placement of the catheter. The patient did not experience any symptoms. No other information was provided.